Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in asking about a scroll wrap. Customer stated last night for dinner he took to much insulin which caused a low of 55 mg/dl. Customer treated by eating ice cream which caused a high. Customer's current blood glucose was 310 mg/dl and treated with bolus. No further information reported.